Event description:
It was reported that there was external pulse generator (epg) technical issues related to lead position that prevented an epg from providing appropriate pacing support. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.